Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing device were explanted and replaced with a new aus. There were no patient complications reported. The explanted components are expected for return. Additional information was received indicating the procedure was performed due to recurring stress urinary incontinence.